Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that the portal vision arm experienced unintended motion. After taking a mv and getting ready to kv, the therapist noticed that mv was moving. The mv moved from 45, 0, 0 to rotated up through the couch head panel, raising the pt off the table and continued on until it hit the gantry. Pt was positioned for thorax treatment head in supine. Obi and pv were deployed for kv mv images and an mv image was just taken. Pv backup motion controller was used to move the mv arm away from the gantry. Immediately after releasing the enable button on the bmc pendent, the arm would drive itself back into the gantry. Turned the supervisor off and the arm drove in the opposite direction and crashed into the ground. There was no injury to pt or user because of this event, and no pt data was provided.